Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. The medication was thought to be baclofen but exact information was unknown. It was reported that the healthcare provider (hcp) had only seen (inflammatory) mass twice. The healthcare provider (hcp) wrote a journal on the patient with the first mass. No further complication was reported.